Event description:
Patient reported she discovered a leak in the infusion set. Patient stated the leak originated from the connector under the adhesive pad. Patient reported she experienced elevated blood glucose level in the 200's mg/dl; was able to self-treat. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.